Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had an ipg and four leads from the same lot for off-label use. Device 1 of 2 reference MFR report #: (B)(4). It was reported the patient experienced burning stimulation near the ipg site. An impedance check revealed high impedances. As a result, the doctor explanted and replaced the patient's leads and ipg as a precautionary intervention. The issue was resolved by surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2 : reference MFR report #: 1627487-2015-07460.